Event description:
Boston scientific received information that during the device replacement for normal battery depletion, the setscrew on this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be loosened. The provided torque wrench was used, then other fixed wrenches were tried, without success. Technical services was consulted and additional techniques were attempted. After one hour, the setscrew was not able to be loosened but the terminal pin of the electrode was pulled from the device header, with no damage to the electrode observed. The electrode was connected to the new device and normal measurements were noted. However, due to the patient's condition, no defibrillation threshold (dft) testing was performed. It was suspected the setscrew had become stuck during the initial implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool marks on the device case. The seal plug was intact and the setscrew moved freely. The device was able to be interrogated and a memory download was performed successfully. There were no resets, errors, or fault codes present. The device was confirmed to be at elective replacement indicator (eri) battery status. A hex wrench was inserted into the setscrew hex slot and the screw turned easily in both directions. An electrode was placed in the device header and the setscrew tightened appropriately with a torque wrench. The seal plug was removed from the device and visual inspection noted the retainer washer was intact. However, the top of the setscrew hex slot was observed to be rounded. The retainer washer was unable to be removed. The connector block was removed from the device header and x-ray inspection did not reveal any irregularities. Laboratory analysis was unable to conclusively determine the root cause of the reported difficulties in loosening the setscrew. Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.